Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The target lesion was located in the middle end of the left anterior descending artery. A 20 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, it was noted that distal end of the stent structs were lifted up. The procedure was completed with another of the same device. There were no patient complications and the patient was stable.

Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The target lesion was located in the middle end of the left anterior descending artery. A 20 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, it was noted that the distal end of the stent structs were lifted up. The procedure was completed with another of same device. There were no patient complications and the patient was stable. It was further reported that the moderately stenosed target lesion was moderately tortuous and moderately calcified.